Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative was able to confirm this issue via telephone. After the system was moved over a slight bump both monitors displayed black towards the bottom and green on the upper half. The system stayed like this and the representative was able to isolate the issue to the computer output. No parts were replaced. No parts have been returned to the manufacturer for evaluation. No parts have returned for analysis.

Event description:
A site representative reported that, while in a case, the software became unresponsive while positioning the navigation system. It was possible to reboot the system and proceed with the case with minimal delay. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.